Manufacturer narrative:
Further information was requested but not received.

Event description:
During a procedure to explant the device due to normal battery depletion, the leads were unable to be removed from the device header. The patient was stable.

Manufacturer narrative:
The reported complaint of difficulty untightening the setscrews to remove the leads was confirmed. Analysis found that calcified blood was filling the ventricular setscrew inset. Wrenches cannot penetrate the calcified blood, making it difficult for the wrench to engage the setscrew to untighten it. The blood most likely came through the hole punched through the septum by the torque wrench during the implant procedure. The atrial setscrew was not filled with calcified blood. A wrench could be inserted far enough into the setscrew inset to engage it to untighten the setscrew. There were no indications that there was a problem untightening this setscrew in the field. Electrical testing showed that the battery voltage was approaching eri, but was above the eri threshold.